Event description:
It was reported that the customer passed out and was hospitalized with low blood sugars. Customer was in surgery at the time of the call. During the troubleshooting, the pump kept kept alarming a-33.